Event description:
Case description: reporter's causality (novopen 4) - the customer mentioned her/his blood sugar reached over 28 mmol/l last night(blood sugar increased) : possible it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective) : unknown novopen 4 was faulty, sometimes functioning and sometimes not(device malfunction) : unknown the customer thought she/he had underdosed(underdose) : unknown novopen 4 dispensed inconsistent medication(inaccurate delivery by device) : unknown stored the injection pen with the needle attached.(device stored with needle attached) : unknown the patient sometimes reused the needle(needle reusage) : unknown tresiba for type 1 diabetes mellitus(product use in unapproved indication) : unknown company's causality (novopen 4) - the customer mentioned her/his blood sugar reached over 28 mmol/l last night(blood sugar increased) : possible it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective) : possible novopen 4 was faulty, sometimes functioning and sometimes not(device malfunction) : possible the customer thought she/he had underdosed(underdose) : possible novopen 4 dispensed inconsistent medication(inaccurate delivery by device) : possible stored the injection pen with the needle attached.(device stored with needle attached) : possible the patient sometimes reused the needle(needle reusage) : possible tresiba for type 1 diabetes mellitus(product use in unapproved indication) : possible reporter's causality (novorapid penfill) - the customer mentioned her/his blood sugar reached over 28 mmol/l last night(blood sugar increased) : unlikely it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective) : unknown novopen 4 was faulty, sometimes functioning and sometimes not(device malfunction) : unknown the customer thought she/he had underdosed(underdose) : unknown novopen 4 dispensed inconsistent medication(inaccurate delivery by device) : unknown stored the injection pen with the needle attached.(device stored with needle attached) : unknown the patient sometimes reused the needle(needle reusage) : unknown tresiba for type 1 diabetes mellitus(product use in unapproved indication) : unknown company's causality (novorapid penfill) - the customer mentioned her/his blood sugar reached over 28 mmol/l last night(blood sugar increased) : possible it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective) : possible novopen 4 was faulty, sometimes functioning and sometimes not(device malfunction) : possible the customer thought she/he had underdosed(underdose) : possible novopen 4 dispensed inconsistent medication(inaccurate delivery by device) : possible stored the injection pen with the needle attached.(device stored with needle attached) : possible the patient sometimes reused the needle(needle reusage) : possible tresiba for type 1 diabetes mellitus(product use in unapproved indication) : possible reporter's causality (tresiba penfill) - the customer mentioned her/his blood sugar reached over 28 mmol/l last night(blood sugar increased) : unlikely it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective) : unknown novopen 4 was faulty, sometimes functioning and sometimes not(device malfunction) : unknown the customer thought she/he had underdosed(underdose) : unknown novopen 4 dispensed inconsistent medication(inaccurate delivery by device) : unknown stored the injection pen with the needle attached.(device stored with needle attached) : unknown the patient sometimes reused the needle(needle reusage) : unknown tresiba for type 1 diabetes mellitus(product use in unapproved indication) : unknown company's causality (tresiba penfill) - the customer mentioned her/his blood sugar reached over 28 mmol/l last night(blood sugar increased) : possible it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective) : possible novopen 4 was faulty, sometimes functioning and sometimes not(device malfunction) : possible the customer thought she/he had underdosed(underdose) : possible novopen 4 dispensed inconsistent medication(inaccurate delivery by device) : possible stored the injection pen with the needle attached.(device stored with needle attached) : possible the patient sometimes reused the needle(needle reusage) : possible tresiba for type 1 diabetes mellitus(product use in unapproved indication) : possible investigation results name: novopen 4, batch number: cug2510 visual examination and functional testing were performed. Dirt on cartridge holder, dose selector, cap tube and piston washer. The logo on the housing faded. The snap of cartridge holder damaged. No large resistance was found during functional test, the piston rod can move and retract smoothly. The dose selector can select injection and press to bottom smoothly without cartridge. The test with a random cartridge can't be taken due to the damaged cartridge holder's snap. Due to the damaged snap of cartridge holder, dose accuracy test can't be performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface was worn. Scratches or dents in pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen. Name: novorapid penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: tresiba penfill 100u, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, case has been updated with following information investigation results updated device tab: is non reportable field updated to no, device available for evaluation and returned to manufacturer on updated EU/ca tab: final report check box ticked, current location of device updated, expected date of follow up report was removed device addendum: annex b c d g codes updated narrative updated accordingly. Final manufacturer comment: 18-aug-2025: the suspected device novopen4 has been returned to novonordisk for investigation. Visual examination and functional testing were performed. Dirt on cartridge holder, dose selector, cap tube and piston washer. The snap of cartridge holder damaged. The cartridge holder was damaged in its connection to the mechanical part of the pen. The fault was caused by accidental damage during use of the device. Product handling error such as storing the device stored with needle attached between injections and needle re-usage can affect the functionality of the device. Handling error while use of the device could have led to the reported clinical event of hyperglycemia in the patient. H3 continued: evaluation summary name: novopen 4, batch number: cug2510 visual examination and functional testing were performed. Dirt on cartridge holder, dose selector, cap tube and piston washer. The logo on the housing faded. The snap of cartridge holder damaged. No large resistance was found during functional test, the piston rod can move and retract smoothly. The dose selector can select injection and press to bottom smoothly without cartridge. The test with a random cartridge can't be taken due to the damaged cartridge holder's snap. Due to the damaged snap of cartridge holder, dose accuracy test can't be performed. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen surface was worn. Scratches or dents in pen surfaces, or wear on printed or engraved figures on the pen surface caused by normal or rough use of the device. The fault has no impact on the mechanical functions of the pen.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The customer mentioned her/his blood sugar reached over 28 mmol/l last night [blood glucose increased]. It was confirmed that the cartridge holder of the novopen 4 was damaged [device issue]. Novopen 4 was faulty, sometimes functioning and sometimes not [device malfunction]. The customer thought she/he had underdosed [underdose]. Novopen 4 dispensed inconsistent medication [device delivery system issue]. Stored the injection pen with the needle attached. [Product storage error]. The patient sometimes reused the needle [multiple use of single-use product]. Tresiba for type 1 diabetes mellitus [product use in unapproved indication]. Case description: this serious spontaneous case from china was reported by a consumer as "the customer mentioned her/his blood sugar reached over 28 mmol/l last night (blood sugar increased)" beginning on (B)(6) 2025, "it was confirmed that the cartridge holder of the novopen 4 was damaged(device component defective)" with an unspecified onset date, "novopen 4 was faulty, sometimes functioning and sometimes not (device malfunction)" with an unspecified onset date, "the customer thought she/he had underdosed(underdose)" beginning on (B)(6) 2025, "novopen 4 dispensed inconsistent medication(inaccurate delivery by device)" with an unspecified onset date, "stored the injection pen with the needle attached.(device stored with needle attached)" with an unspecified onset date, "the patient sometimes reused the needle(needle reusage)" with an unspecified onset date, "tresiba for type 1 diabetes mellitus(product use in unapproved indication)" with an unspecified onset date, and concerned a 37 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes", , novorapid penfill (insulin aspart 100 u/ml) (14-15 units before each meal,injected into the arm or leg, tid) from unknown start date and ongoing for "type 1 diabetes", , tresiba penfill (insulin degludec 100 u/ml) (16 iu, qd (injected into the arm or leg)) from unknown start date and ongoing for "type 1 diabetes". Patient height: 170 cm. Patient weighed approximately 90 kg. Patient body mass index not reported. Current condition: type 1 diabetes (since 2008), hypertension, diabetic nephropathy. Concomitant products included - atorvastatin, adalat(nifedipine), sodium zirconium cyclosilicate, shenkangning (noncodable) (used for diabetic nephropathy, once daily, one pack per dose, started from (B)(6) 2025), compound a-keto acid tablets(noncodable) (used diabetic nephropathy, four tablets per dose, three times daily, started from (B)(6) 2025). Patient used unspecified nn needle. Novopen 4 was first used in 2008. On an unspecified date, patient reported novopen 4 was malfunctioning. On (B)(6) 2025, before a meal, patient injected medication, but his postprandial glucose kept rising. Patient thought that he underdosed, customer supplemented twice with 10 units each but saw no improvement. Finally, patient discovered novopen 4 was faulty, sometimes functioning and sometimes not, with inconsistent medication dispensed. On (B)(6) 2025, patient blood sugar (blood glucose) at night reached 20 mmol/l and 28 mmol/l, at 18:09:56, patient reported that novopen could no longer dispense the medication properly. After attempting to inject medication today, it wasn't dispensed, blood sugar (blood glucose) remained at nearly 30. Patient used novorapid penfill and tresiba penfill, occasionally switching to novorapid flexpen and tresiba flextouch and tresiba was used for an unapproved indication of type 1 diabetes. On an unknown date patient started using unspecified nn needle and was reported patient was re-using the needle more than one and also stored the pen with needle attached. The force needed to inject did not feel different from normal. Patient did not use the dialling clicks method to estimate the dose of the product. Patient had not recently changes diet or exercise level. Novopen 4 was stored at normal room temperature and did not exceed 30 degrees celsius. Novopen 4 was replaced and the patient was currently using the replaced novopen 4. The cartridge holder did not detach from the pen body accidentally or intentional. Insulin flow was checked after assembly. When the customer started injecting novorapid flextouch at the dose of 18 units, and the blood glucose level dropped. Batch numbers: novopen 4: cug2510. Novorapid penfill: requested. Tresiba penfill: requested. Action taken to novopen 4 was not reported. Action taken to novorapid penfill was reported as no change. Action taken to tresiba penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid and tresiba doesn't apply event reappeared after reintroduction of novorapid and tresiba doesn't apply. On (B)(6) 2025 the outcome for the event "the customer mentioned her/his blood sugar reached over 28 mmol/l last night (blood sugar increased)" was recovered. The outcome for the event "it was confirmed that the cartridge holder of the novopen 4 was damaged (device component defective)" was not reported. The outcome for the event "novopen 4 was faulty, sometimes functioning and sometimes not (device malfunction)" was not reported. The outcome for the event "the customer thought she/he had underdosed(underdose)" was not reported. The outcome for the event "novopen 4 dispensed inconsistent medication(inaccurate delivery by device)" was not reported. The outcome for the event "stored the injection pen with the needle attached. (Device stored with needle attached)" was not reported. The outcome for the event "the patient sometimes reused the needle (needle reusage)" was not reported. The outcome for the event "tresiba for type 1 diabetes mellitus (product use in unapproved indication)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient.